Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance out of range. The device is at elective replacement indicator (eri). The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance out of range. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the lead was explanted and replaced.